Manufacturer narrative:
Product complaint # :(B)(4). Date sent to the FDA: 10/14/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6, h4, d4. Additional h3 investigation summary: h3 investigation summary: seven packets of product code eh7257 were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch qgbcql, eh7257h56 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any patient consequences? There were no patient consequences how was the procedure completed? The procedure may have ended. The doctor changed the type of wire to continue the procedure. Procedure name? The procedure in question was an intervention with the da vinci robot note: event reported in 2210968-2021-07780.

Event description:
It was reported when a patient underwent a procedure with a da vinci robot on (B)(6) 2021 and suture was used. During the procedure, when tightening the knot, the thread broke in the middle. Another like device was used. There were no adverse patient consequences. No additional information was provided.